Event description:
A malfunction was reported by a customer, and there is no information on whether this had any impact on their blood glucose levels. No further outcome or actions were documented as the report contained limited details and the device is no longer under warranty.